Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log (ehl) review was performed and found no evidence of reported problem. Visual inspection and event history log review were performed. Investigation found no issues with the device displaying ec1660. The customer's reported problem could not be duplicated. The pump ehl was reviewed and there were no "ec1660" errors. According to the investigation no further action will be taken due to no fault found during investigation.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited error code 1660 when powering on. It was reported that there was no patient involvement.